Manufacturer narrative:
If implanted, give date: not applicable, as the lens was not implanted. If explanted, give date: not applicable, as the lens was not implanted therefore it was not explanted. The complaint product was returned in a plastic bag. Upon evaluation of the product all the components were correctly engaged, the plunger was in a partially advanced position and the pushrod looks centered. There were no assembly issues observed that could be related to the manufacturing process. Traces of lubricating material were observed in the cartridge. No lens was received for evaluation. The cartridge tip was observed damaged/ deformed. The device was disassembled to verify the components conditions. All the components were in a good condition and were correctly assembled. The reported issue was not verified. Based in the analysis product quality deficiency was not identified. The manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. There are no discrepancies found during the mrr (manufacturing record review). The search revealed no additional complaints from this production order number. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the customer that an intraocular lens (iol) was deployment problem, when the surgeon did the insertion of the lenses one of the leg of the lens was block and difficult to deploy. Cartridge tip came in contact with eye and event was observed during implantation/application of device. No medical/surgical interventions such as incision enlargement, vitrectomy or sutures were performed. No further information available.